Manufacturer narrative:
The sureform 45 stapler instrument has been requested to be returned for analysis. However the instrument has not yet received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review was performed and it was confirmed that the sureform 45 stapler instrument (l90210308-0107) was used in a gastrectomy procedure on (B)(6) 2022 on system sk4400. The instrument had one use remaining after this usage. A review of the site's complaint history was performed and no other complaints for this product were identified. No image or procedure video was provided for review. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler failed to unclamp from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 45 stapler instrument failed to unclamp when they were about to do the 11th firing. An unknown error also was noted to have appeared. The surgeon had to manually open the jaws of the instrument. The procedure was reportedly completed with no reported injury. Follow-up attempts have been performed to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler associated with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed two times and passed. The instrument clamped, fired and unclamped without any issues when doing the firing tests. No damage found. A review of the log shows no errors. A review of the device logs for the sureform stapler 45 (part# 480445-04 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the sureform stapler 45 was last used on 03/28/2022 via system serial# (B)(6). There was 1 use remaining after this last usage.

Event description:
Refer to h10/h11 for follow-up information.